Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  Please reference related manufacturer report numbers: 2015691-2019-02425. 2015691-2019-02427. 2015691-2019-02428. 2015691-2019-02429. 2015691-2019-02430. 2015691-2019-02431. 2015691-2019-02432. 2015691-2019-02433. 2015691-2019-02434.

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  In this case, the exact valve model number and date of the event is unknown. According to the mitral trial the date range for this event is from february 25, 2015- december 21, 2017.  For this reason, the first day of the range was used as the occurrence date. Additionally, sections of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with this presentation are: p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the author, this was a mac patient. It should be noted that deployment of the sapien xt/sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt/sapien 3 valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause for one of the mac patients in the study needing a second valve cannot be determined based on the limited information available. However, it is possible that the patient factors and/or procedural factors not provided may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference the presentation ¿2019-euro pcr presentation-1 year outcome of transcatheter mviv, mvir and vimac, results from the mitral trial-mitral implantation of transcatheter valves¿

Event description:
As reported through 2019-euro pcr presentation-¿1 year outcome of transcatheter mviv, mvir and vimac, results from the mitral trial-mitral implantation of transcatheter valves¿, a multicenter study evaluated the outcomes of 91 patients who underwent mitral valve in valve (mviv), mitral valve in ring(mvir) and native mitral valve (mac) procedures with the sapien xt valve and sapien 3 valves from february 25, 2015- december 21, 2017. The author reported that during the procedure 1 mac patient needed a second valve. The cause for the second valve is unknown and detail of the event was not reported. There is no particular information to identify the patient.